Event description:
It was reported that before and during use, the patient found a foreign object in the device. Pump replacement was scheduled. There was no patient harm.

Manufacturer narrative:
B3: event date unknown. Three samples and four photos were received for evaluation. The reported issue was detected in the photos provided. The samples were received unused. Upon visual inspection, particles were detected in three of the devices. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.